Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event after normal meals combined with significant physical activity while using the ilet system; the device provided low and urgent low alerts, and the user treated with orange juice and glucose tablets, with glucose reportedly in the mid-50s mg/dl for under thirty minutes. Symptoms included shakiness and disorientation without loss of consciousness. Outcomes included self-management without assistance, no medical intervention, and no hospitalization. Investigation included complaint intake review and user education and troubleshooting. Investigation of this case revealed no device malfunction reported and no device component issue identified; the event was consistent with hypoglycemia of unclear cause potentially associated with increased activity. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.